Event description:
It was reported that when the coil was retracted, it detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the microcatheter. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. In addition, the main coil was observed to be detached. The main coil was stretched, tangled and kinked. The main coil suture was found to be damaged as well. The detachment zone was inspected and it was confirmed that the coil had detached due to a physical break. Functional testing was not performed as the main coil was detached when returned. The device was confirmed to be in good condition prior to use. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed physical detachment of the main coil. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the coil was retracted, it detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.